Manufacturer narrative:
The investigation determined the issue was due to a preanalytic issue at the customer site as the alarm trace from the analyzer indicated clots and the centrifugation time for the sample was too short. Proper preanalytic handling of the sample is the customer's responsibility.

Manufacturer narrative:
Qc results on the dates of testing were within range. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys total psa immunoassay result for one patient from the cobas 8000 analyzer. The initial result was 1.34 ng/ml and was reported outside of the laboratory. The physician questioned the result as the patient had a radical prostatectomy and the previous total psa result had been <0.008 ng/ml. On (B)(6) 2020, the sample was repeated on a different cobas e801 analyzer with a result of <0.006 ng/ml. The reagent lot number was 444619 with an expiration date of 31-mar-2021.